Event description:
It was reported that "the arthroplasty was revised due to fracture of a zirconia ceramic head recalled by the FDA in 2001. The acetabular insert and femoral head were revised. Acetabular shell and femoral stem product numbers are from implant stickers. The components were implanted in situ for 7.4 y. The pt presented a ucla score of 7 three months prior to revision surgery and a maximum ucla score of 7 since implantation.

Manufacturer narrative:
Medical records and x-rays were not provided to stryker for review due to institutional irb and hippa regulations. If additional information becomes available, it will be submitted in a supplemental report.